Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted a 24mm wds. The device was deployed in the laa, but it did not meet release criteria, so the physician fully recaptured and removed the wds from the patient. A new 27mm wds was then used. The wds was inserted into the was and the closure device was deployed in the patient. Upon deployment, a thrombus developed on the device. The closure device was recaptured and removed from the patient while the physician was aspirating to remove all of the thrombus. The procedure was restarted with right sided groin access and a new heparin dose. The procedure was successfully completed with a closure device implanted in the laa of the patient. The patient did not experience any other complications as a result of this event. It was noted that there was an issue with the IV and the patient did not receive the full dose of the initial heparin that was given.